Event description:
It was reported that the doctor had difficulty navigating the lead to the atrial appendage area and affixing the lead to the atrium during the implant procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.